Manufacturer narrative:
(B)(4). This product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
The customer alleges that during the puncture of the introducer needle, the needle hub broke. A new cvc was placed successfully.

Manufacturer narrative:
(B)(4). The customer returned various components from a de-15703s-agk in a bag for evaluation (the product lid stock was not returned). An introducer needle with a cracked hub was among the components returned. Visual inspection revealed the needle hub contained many cracks around the entire circumference of the hub. Microscopic examination revealed a small portion of the hub had separated from the body and was not returned. The returned introducer needle was attached to a lab inventory syringe filled with water. When the syringe plunger was depressed, water exited both the cracks in the needle hub as well as the distal end of the needle. The customer did not provide a lot number; however, several potential lot numbers were determined from a sales history review for this customer. A device history record review was performed on the introducer needle from the most likely potential lot and no relevant manufacturing issues were identified. The reported complaint of a damaged needle hub was confirmed by complaint investigation. The returned introducer needle hub contained multiple cracks and leaked during functional testing. A device history record review was performed and no relevant manufacturing issues were identified. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The customer alleges that during the puncture of the introducer needle, the needle hub broke. A new cvc was placed successfully.